Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope experienced scope communication error code e315. The issue occurred during an unspecified procedure. The procedure was completed using a similar device. There was a minor delay due to the swapping out of the device, but there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that water invaded scope connector during user handling. It caused abnormality in electronic components subsequently e315 occurred, leading to delay of procedure. The event can be detected and prevented by handling the device in accordance with instructions for use (IFU) below. Inspection of the endoscopic image and leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.